Event description:
It was reported a patient's right ventricular (rv) lead presented with non-sustained right ventricular oversensing (nsrvo) due to noise with inhibition of pacing causing the patient to have pauses. Fluoroscopy was performed and it showed the lead was in a good position. The lead was revised in a procedure on 7 feb 2025 and programming changes were made to restore normal parameters. Post-procedure the patient was stable.